Manufacturer narrative:
.

Event description:
Caller rec'd readings of 59, 90, and 105 mg/dl on the reported date of event. On the day of the call, the same meter was used and readings were rec'd with results of 85 and 114 mg/dl within a 10 min period. Testing was conducted on the fingers. A third set of blood glucose testing was conducted during the customer call. Testing was conducted on the arm with results of 93 and 72 mg/dl. Results vary more than the allowed 20% for each of the comparisons.